Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer delivered almost 20 units of insulin and ended up crashing. Her blood glucose level was 400 mg/dl. She treated her blood glucose level with a bolus. Customer's sensor glucose reading was 217 mg/dl but her blood glucose level was 146 mg/dl. The device was not returned.